Event description:
The user facility reported a 72-year-old white female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp for support of a patient admitted in ami/cgs (acute myocardial infarction / cardiogenic shock). The pump was explanted the day after implanting due to concerns of hemolysis. The hemolysis was observed overnight, and attempted troubleshooting was done with pump repositioning.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for the hemolysis has been completed. No product returned. Data logs show no abnormalities and no motor current (mc) spikes outside p level changes. Clinical information is conflicting stating pump was deep and also in good position. The root cause of the hemolysis issue was not determined as product was not returned and limited clinical information and inconclusive data logs. Added- h6 component code 925 corrections to the initial MFR report: d4-model number. Added d6a/d6b. F6/f8 should have been left blank. H6 impact code 4629 changed to 4627 and 4628.